Event description:
A male underwent initial aaa repair in florida in 2008. The physician placed one flex main body and two iliac leg grafts. Two days later, a type iii endoleak was noted but the patient did not follow up at that time. In early 2009, a physician in delaware placed an additional iliac leg graft to successfully resolve the type iii endoleak. The patient is fine at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU advises on appropriate follow up so that changes in the structure, should they occur, can be handled appropriately. Additionally, it is unknown as to the overlap amount between the leg graft and main body at the time of the original procedure, however, the IFU gives quantitative criteria regarding the overlap amount. For the contralateral side, the IFU states there should be a 1.5-1 stent overlap. Films were returned for examination. The films do indicate the leg graft disconnected from the contralateral leg of the main body. We have notified the appropriate individuals and we will continue to monitor for similar events.